Event description:
It was reported that the needle obstruction does not allow liquid through. No patient injury reported.

Manufacturer narrative:
The returned sample was received decontaminated and in used condition without its original package. One unit was tested for occlusion by introducing water with a syringe. The water flows; no occlusion found in the returned sample, see video attach. The failure mode reported was not confirmed. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. No device history record review was performed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.